Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: after priming and hooking up my primary tubing to my patient's piv, the bbraun pump was alarming "down stream occlusion". I triple checked my primary tubing, there were no kinks. I took the IV dressing down to ensure the catheter was not kinked or impaired and flushed the piv easily. After I assessed the entire line and found no cause to the alarm, I changed out the tubing and the pump ran normally without any alarm.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.